Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information has been included. No additional patient details are available.

Event description:
The customer observed falsely elevated potassium and chloride results generated on the alinity c processing module for two patients. The following results were provided (mmol/l): sid (B)(6) potassium initial result 6.9 mmol/l, repeated at 4.3 sid (B)(6) chloride initial result 122 mmol/l, repeated at 110 potassium reference range 2.6 - 5.0 mmol/l chloride reference range 85.0 - 120 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
Abbott service inspected the alinity c processing module (B)(6) and performed troubleshooting. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A review of tickets identified no contributing factors to this complaint. A trend review found no elevated complaint activity for the alinity c processing module. A review of historical data with this complaint revealed no systemic issues, or nonconformances. Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or product deficiency was identified for the alinity c processing module.

Event description:
The customer observed falsely elevated potassium and chloride results generated on the alinity c processing module for two patients. The following results were provided (mmol/l): sid (B)(6) potassium initial result 6.9 mmol/l, repeated at 4.3. Sid (B)(6) chloride initial result 122 mmol/l, repeated at 110. Potassium reference range 2.6 - 5.0 mmol/l. Chloride reference range 85.0 - 120 mmol/l. No impact to patient management was reported.